Manufacturer narrative:
Macroscopic photo analysis and dimensional inspection were performed on the retrieved insert. Burnishing was observed in the articulating areas. Upon visual examination, yellow colored appearance on distal surfaces of the tibial insert was noted. No discoloration was observed on the post. Burnishing and deformation were observed on the posterior and anterior sides of the tibial post. No deformation was observed on the non-loaded, medial, and lateral sides of the tibial post. The critical dimensions of the insert were checked against smith and nephew internal procedure using standard operator self-inspection instruments. Dimensional analysis of the insert showed the periphery, a-p width, locking detail, post width, t-u depth and m-l with overall were within specification. The insert dovetail and locking detail dimensions could not be measured due to the deformation present. The surface adsorption of esterified fatty acids during the term of implantation may lead to a yellow colored appearance of polyethylene. Inserts received previously for yellow discoloration were soaked in hexane to remove biological residues adsorbed into polyethylene. The majority of the yellow discoloration disappeared on all the retrieved polyethylene inserts soaked in hexane, showing that the yellow appearance was caused by the adsorption of biological residues into polyethylene. This phenomenon has been reported in the literature. In conclusion, the yellow colored appearance of the insert likely resulted from the adsorption of biological residues.

Event description:
It was reported that a revision surgery was performed. The cause is unknown.